Event description:
The customer reported that following a radiology procedure in 2001, an attempt was made to deploy a vasoseal vhd kit size 1. The deployment was unsuccessful and occlusive pressure was held for 60 mins. The pt developed a pseudoaneurysm which was confirmed via ultrasound. The pseudoaneurysm was treated with a thrombin injection and the pt was discharged the following day.